Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6.

Event description:
It was reported that a 23mm 3300tfx valve in the aortic position is underwent a valve-in-valve procedure after an implant duration of 9 years, 11 months due to severe aortic stenosis. The patient presented with nyha class iii symptoms. The tavr was performed with a 23mm 9750tfx valve. Per medical records, the patient has severe aortic stenosis with mean gradient of 39mm hg, and no mr.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency."" The most likely root cause is patient-related factors, including hyperlipidemia.

Manufacturer narrative:
Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including hyperlipidemia.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 23mm 3300tfx valve in the aortic position is under evaluation for a valve-in-valve procedure after an implant duration of 9 years, 8 months due to severe aortic stenosis. The patient presented with nyha class iii symptoms. Per medical records, the patient has severe aortic stenosis with mean gradient of 39mm hg, and no mr.